Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced non-auditory sensations. The recipient was admitted and put on IV antibiotics. Device testing revealed result within normal limits. The recipient was discharged on (B)(6) 2023. Programming adjustments were made which seemed to resolve the recipient's issues. The recipient resumed device use.